Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called the clinic after receiving a vibratory alert. The patient was requested to send a remote transmission. Review of the transmission revealed the left ventricular lead exhibited one measurement of low impedance and consecutive values of impedance were in normal range. There were no other anomalies observed. The patient was in stable condition with no consequences.